Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal alarms on 09jan2025 was confirmed via review of the submitted log file. The log file contained information spanning approximately ~7 days (B)(6)2025 per timestamp). Abnormal low power hazard, power cable disconnect, and no external power alarms were observed between 7:26:06 and 7:26:11 on (B)(6) 2025 while the controller was connected to the mobile power unit (mpu). The sequence of events appears to be consistent with a loss of ac power to the mobile power unit. The abnormal alarms cleared when external power appeared to be restored to the system. While external power was lost, the backup battery activated as intended and the pump maintained a speed within the expected range. The mobile power unit (serial number: (B)(6) was not returned to abbott for evaluation. The root cause of the observed alarms appears to be consistent with a loss of ac power to the mpu; however, a further root cause cannot be conclusively determined. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a low voltage alarm followed by a no external power alarm on (B)(6) 2025 at 07:30. The patient was unable to recall how it happened but thought they were connected to batteries. Log files confirmed a no external power alarm and multiple other associated alarm types on (B)(6) 2025 that was caused by power to the mobile power unit (mpu) being briefly interrupted.